Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-calcified common femoral vein. An 18-6/5.8/75mm xxl balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 1 minute, the balloon ruptured. A second 18-6/5.8/75mm xxl balloon was used; however, during inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The device was removed over the wire and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.